Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A request was received for a mets distal femur kit to revise a mets device that was implanted in 2014. It has been reported that the surgeon planned to perform a washout and change to a new circlip and axle. It has been confirmed that the revision was performed due to infection and that when the patient was opened it was found that the femoral component was loose.